Event description:
It was reported that the pt received an artificial disc replacement approx 1 month ago. The implant has become infected, and there was reportedly pus associated with the infection. The surgeon washed out the wound, and the pt is doing well.

Manufacturer narrative:
Neither the device nor film of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.